Event description:
It was reported that before use, the main coil (subject device) broke inside the microcatheter hub. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil was returned within its introducer sheath. Visual examination of the returned device revealed that the main coil was broken from the delivery wire. The main coil was not returned. As per the event description, the coil was broken in the rhv valve. Based on the information available and the analysis of the product, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that before use, the main coil (subject device) broke inside the microcatheter hub. There was no impact to the patient.